Event description:
Ous MDR - after an implantation time of about 27 months, oversensing of the lead was reported. It was also reported that the values of the lead were unremarkable. The implant date was not provided. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead and the returned x-ray images were thoroughly analyzed. During the analysis of the lead, it was noted that the insulation was damaged by fraying. The lead body was severely twisted, especially in the distal region. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead over a longer period of time. The position and characteristics of the fraying leave to the assumption of significant mechanical stress on the lead. The deformation of the rv shock coil is probably a result of the explantation process. The returned x-ray images were analyzed. The lead showed marked bending radii at the rv shock coil in the distal region below the valve plane. This observation is consistent with the torsion of the lead body observed in the analysis. It can therefore be assumed that this lead position and the associated increased movement of the lead in the right ventricle have with high probability contributed to the detected damage. There were no indications of material defects or manufacturing errors.